Event description:
It was reported that a patient underwent an unknown kyphoplasty and vertebroplasty procedure, during the procedure, it was reported that a hole was discovered in the osteointroducer that was visible on x-ray. The procedure was able to be completed. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that functional analysis was not possible because no liquid was in the bottle. Visual analysis confirmed that the bottle has broken in a wrong manner. Based on the information provide and visual analysis, the most probable root cause cannot be clearly defined. It can be due to the bottle that has a weakness or to the manipulation done to break the bottle for its use. Presence of blood was detected on the osteointroducer. During visual analysis no hole has been detected on the device. Based on the information provided and visual analysis, no root cause could be attributed to this hole visible only with x-ray. As this tools has been used during the complete surgery without issue this complaint cannot be confirmed.

Manufacturer narrative:
Additional information: functional analysis of the returned device shows there was no more liquid in the bottle. Visual analysis confirmed that the bottle had been broken in some manner. Based on the information provided and visual analysis, the most probable root cause cannot be clearly defined. It could be that the bottle had a weakness or the manipulation done to the bottle caused it to break.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.